Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they got a new communicator and handset a few months ago because their previous communicator and handset were not working. They stated they thought it would be easier to replace the external devices first and then to try to check the implant if that didn't resolve it. The patient stated they just hadn't had time to try to connect new handset and communicator with their implant since then. The patient reported now they were trying to get connected to get an MRI and requested assistance. The agent walked patient through steps to try to connect with patient's implant. The agent had patient access the my therapy app and patient reported continued 'no device found' with option to retry and cancel. The patient stated in the top right of the handset they had a circle with a line through it like their handset doesn't have service and inquired if this could be contributing. The agent reviewed general overview of handset and communicator. The patient reported the bluetooth light was blinking when getting no device found screen on the call. They confirmed they were using both the new handset and communicator on the call. They confirmed the communicator was not plugged into charging cord when trying to use it on the call and confirmed communicator was powered on. The patient confirmed communicator was sufficiently charged. They also attempted to use their old communicator but continued getting 'no device found' screen and stated they could only retry or cancel (continue option was grayed out). They confirmed no message appeared before getting no device found screen. They confirmed they were using the correct my therapy app and stated that is the same app they were using before when it worked to connect with their implant. The patient confirmed bluetooth was enabled on handset. Patient stated when they toggled off/back on bluetooth a "device serial number" popped up with a list of available devices to connect to. Patient confirmed the communicator serial number appeared on the screen. Following selecting the serial number and trying to connect again patient stated seeing searching for device and then no device found again when trying to connect with their implant again. Patient closed out of all applications, restarted handset, and powered off/back on communicator. Following these steps patient stated the circle with the line went away on the handset, but then stated it came back. Patient reported continued getting no device found again following restarting. Patient confirmed using new communicator and handset and stated their old communicator looked old and like it had "been through the ringer" so they could tell the two communicators apart. Patient stated communicator bluetoothlight continued blinking. Patient stated seeing 'searching for device' and then continued getting 'no device found' when exiting and re-entering my therapy app. Patient later stated seeing 'connecting' and to ensure communicator was powered on but then getting the 'no device found screen'. Patient stated bluetooth light continued blinking on communicator. Patient tried with old communicator again and tried to toggle off/on bluetooth on handset but stated old communicator did not pull up on handset. Patient confirmed communicator was near handset. Agent reviewed emi considerations and to ensure not near any emi. Patient mentioned they were currently in the hospital. Patient stated they need MRI tomorrow and patient needs to access MRI mode. Patient reported previous handset and communicator would not pair with implant (patient confirmed handset and communicator would connect with each other, put could not connect with patient's implant). Patient stated issue with previous handset and communicator started probably about 8 m onths ago (confirmed sometime last year). Patient stated with new handset and communicator they have not been able to get handset to connect with communicator "pretty much right after I got it". Agent reviewed longevity and eos considerations since patient is unable to connect with implant with both old and new communicators/handsets. Reviewed process for hcp to request rep. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the handset and communicator were not connecting to the stimulator. Caller said the patient had been in and out of nursing homes for 2.5 years and just got home in february. Patient services reviewed how to connect to the implant. Caller was not able to successfully connect. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.